Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device deployed two clips that were not completely formed. Another device was used to complete the procedure. There was no adverse consequence to the patient. Device was discarded.(B)(4)

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.